Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated/confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.21" x 0.66" was found to be broken off the yaw pulley and the broken piece was not returned. In addition, the instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. And the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.091 - 0.203 in length and were not aligned with the tube axis.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the cadiere forceps instrument had a wire that came loose, and the instrument tip was noted to be missing. The procedure was completed as planned with no report of patient harm, adverse outcome, or injury.